Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8015 s/n (B)(4) is showing an error code 242.4030, I told (B)(6) we need ensure if the problem is mechanical or electrical by attaching pump to pcu, once connected open the door (if fingers moved or you hear it trying to move its mechanical / if fingers does not move it's electrical), we confirmed that fingers moved, I recommended to (B)(6) to open up the rear case and inspect the motor assembly and if it seating in properly and check the ail encoder sensor make sure is not broken. (B)(6) will go ahead and follow my recommendation.